Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was issuing ¿warning, low battery¿ prompt alongside a flashing red status indicator and failure chirp. The reported fault was attributed to a failure of the negative terminal pogo pin. This had resulted in voltage fluctuations and low battery fails. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report a device error condition occurring but there was no confirmation of a failure to the critical functionality of the device. However, upon investigation a pogo pin failure was observed. This may prevent the pad-pak from connecting with the device, which may result in the device failing to power on. Failure to power on may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.